Event description:
The reporter stated the surgeon inserted an aq2015a silicone three piece lens and the lens tore going through the cartridge. The incision was enlarged to remove the lens and another same model lens was implanted. One suture was required to close the incision.